Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the image was not displayed due to defective circuit board. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, high definition lcd monitor, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was no clone out image. This report is being submitted for the reportable malfunction found during evaluation. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned as part of the asset return process there was no clone out image and dead pixels in the liquid crystal display (lcd). The printed circuit board was faulty. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.